Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v006896, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v009455, implanted: (B)(6) 2006, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy. Additional information received reported that there were no malfunctions and the patient was reprogrammed.

Event description:
It was reported that the patient was recharging more than expected. It was noted that the patient had used 40,000 hours since implant. It was noted that the patient was taking a longer time to charge and the stimulation was turning off. It was noted that ¿when the battery got loose, the patient was not feeling stimulation.¿ it was noted that this had been occurring in the past year.